Event description:
Instrument failure - the screw holding the broach and trial cup together broke off inside of broach during trialing of surgery.

Manufacturer narrative:
Corrected data: manufacturer narrative: the instrument(s) were returned on 03 apr 2017. When the reported event occurred the instruments may have been in service for over: (lot # 224643l01) 4 months and (lot # 178881l01) 1.5 years. This event occurred during surgery near the patient. There was not another suitable device available, the incident did cause a 15 min. Delay in surgery, a significant adverse event was reported, however, surgery was completed as intended, and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of these parts. Review of complaint history indicates to date (3 aug 2017) 30 complaints have been reported against this part number. 10 for a missing retaining clip and 20 for a broken screw. Of the 20 for a broken screw, 11 of them are for this lot number. Examination of the returned humeral socket shell trial shows the screw shaft broken off of at undercut below the head, broken piece remains in the returned humeral broach, confirming the complaint. Per health hazard evaluation (B)(4) the root cause for failure mode broken screw is design: hex drill point and depth not controlled leading to thin wall condition.